Manufacturer narrative:
The estimate was rejected and the device was returned to the customer unrepaired.

Event description:
The manufacturer received information alleging a ventilator failed to charge its batteries. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and an issue related to the device's internal battery was observed. "Service required" codes were found in the ventilator's downloaded error log relating to an issue with the power management board.